Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment. This report is made based on results of investigation completed on 12/26/2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/26/2013 with the following findings: during investigation, the battery compartment was found to be cracked. Unrelated to this issue, the ok keypad button symbol was worn of, which has no effect on insulin delivery. Additionally, the left rubber grip pad was missing. (B)(4).